Event description:
During a cardiac surgery to a child, the table dropped approx 75 mm. The table was in normal set up with the pt on the backrest. The hospital were using a hand control located at the head end. This resulted in the child suffering a torn aorta which was repaired.

Manufacturer narrative:
Maquet technician investigated device together with mhra present. The table was checked for any signs of damage and none could be found, the handset worked correctly and all functions worked as expected. We assumed that the user activated unintentionally the release bracket on the head plate (1130.67) or that the head plate wasn't secured with the locking screws.